Event description:
The product was used during a lobectomy procedure. Reportedly, the anchor broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.